Event description:
It was reported that a user of the ilet bionic pancreas experienced a low blood glucose event, with glucose decreasing to 60 mg/dl overnight and then returning to target range without carbohydrate treatment or external assistance; multiple meal announcements were noted and a discussion occurred about cgm settings and factory reset with a recommendation to consult an rct. Symptoms included hypoglycemia. Outcomes included resolution without medical intervention, hospitalization, or third-party assistance. Investigation included complaint intake, case assessment, and user education on device use and optimization. Investigation of this case revealed no device malfunction reported, with algorithm performance possibly influenced by recent user inputs such as multiple meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.